Event description:
A device user reported that had been involved in an auto accident as a passenger. The device user's instrumented arm (right arm) was hooked behind the user's wheelchair and the wheelchair strap broke due to the sudden deceleration. The device user reported pain at the connector site in the device user's arm immediately following the accident and for the following week, and the device user did not use the device for two days due to pain. The user subsequently lost stimulation to a finger flexor and triceps, and experiences erratic stimulation of the biceps/triceps. Testing suggested that the problem could be within the implanted system components. Revision surgery has been scheduled and a follow-up report of the findings will be provided.

Event description:
A revision surgery to replace the freehand system implantable receiver stimulator (irs) and triceps epimysial electrode was performed on 7/6/2001. Device function was restored for this device user. The explanted irs and epimysial electrode was returned to neurocontrol for eval. The root cause of the irs functional failure was excess water vapor from epoxy outgasing inside the sealed irs capsule. The mechanical forces of the auto accident appear to have been an exacerbating factor in the ers failure. It is not possible to determine if or when the device would have failed from the excess moisture without the mechanical forces of the accident. Upon inspection of the returned epimysial electrode, it was found to have a bent connector spring that could have occured before or during explantation. No damage was found in the lead wire or connector. However, the lead wire had been cut close to the connector during explantation, and it is not known wheter the section of the lead wire not returned for eval exhibited any damage.